Event description:
The pt obtained results of 269 and 313 mg/dl on the suspect device while testing blood glucose. These were high readings for pt and pt then took insulin instead of oral meds to lower glucose. Pt then went into a diabetic coma. Pt was taken to the hosp where pt glucose pt was 23 mg/dl. Pt was also dehydrated. Pt was given glucose to drink and orange juice. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.